Manufacturer narrative:
Unit passed displacement test and active current measurement. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they received low battery alert prior to replace battery alarm. Customer stated timing was not less than 8 hours from the low battery alert to the replace battery alert. New battery did not resolve the issue. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.